Event description:
Approximately nine months post hvad implant, the patient experienced a critical battery alarm. The patient reported that this had happened several times before over the past six months. Preliminary analysis of the log files confirmed several pump stops over this time period. The patient was reported to be asymptomatic during the event. The controller and batteries were exchanged with no patient injury.

Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the products revealed no signs of physical damage. The returned controller passed all functional testing and the power connections between the returned controller and batteries were secure and reliable. A review of the controller's logs showed multiple power-loss/pump stop-start events. This is one of two reports (3007042319-2013-00406 and 3007042319-2014-00038) submitted for devices related to the same event.

Manufacturer narrative:
The product has been sent back for evaluation, but has not been received to date. Additional information will be submitted within 30 days of receipt.